Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was being used to treat a post-polypectomy site in the colon. According to the complainant, during the colonoscopy procedure, the resolution clip was being used to close the mucosa within the colon following a polyp removal. The clip was deployed within the patient, however the jaw of the clip bent when excess force was applied to the deployment handle. The clip never attached to tissue. With the jaws in the open state, the clip fell into the patient and was not retrieved. Four additional clips were used to successfully complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore the device manufacture and expiration dates are unknown. (B)(4): according to the complainant, the device was disposed and is not available for return. Based on the details of the complaint, the most probable root cause for this complaint is operational context. The damage to the clip is most likely the result of anatomical/procedural factors that were encountered during the procedure.